Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door latch malfunction which were confirmed and reproduced during evaluation. Evaluation found force required to secure door is above expected levels and if not applied will cause unit to go into a door not fully latched message which corresponds to the reported door latch malfunction. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum pump had a door latch malfunction. It was also reported there was no patient involvement.